Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment and try to determine cause as the issue resolved at the time of report. The navigation system passed the system checkout and was found to be fully functional. Issue was not replicated.

Event description:
A registered nurse (rn) from the site reported that when he went to press the threshold button on the navigation system, an error came up that said everything would be cleared. The system became unresponsive while on this screen. To troubleshoot while on the phone with technical services (ts), he restarted the system. Everything functioned as designed and issue resolved. There was no patient present when this issue was identified.